Manufacturer narrative:
The device is incapable of being returned to the manufacturer. However, a follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that a patient had a complaint with legacy biomet components loosening. Along with the patient's biomet components, she also had legacy zimmer bone cement that she was alleging may have failed or caused the loosening. Additional information received from the customer indicated that the patient stated that she will need a revision but is waiting on another future doctor visit before it is decided when the revision will be. The patient was unsure what allergy she may have but had inquired on the composition of the bone cement and the metal implants to take with her to her doctor's appointment. The patient stated that she has experienced loosening of her components, and questioned if the cement had broken loose and caused this or if it was the result of a metal allergy and her body rejecting the components. The patient has stated that she is having a lot of pain, burning and the inability to put weight on her foot because of the loose components.

Manufacturer narrative:
No product was returned for evaluation. A supplier field complaint investigation request was forwarded to the supplier, heraeus medical, of the palacos cement; the response is the basis for the completion of this complaint. Heraeus noted no issues with the device history records, manufacturing processes or the storage samples. The available information did not allow confirmation of the reported event or determination of any potential cause. The customers reported event was that the legacy zimmer bone cement may have failed or caused a loosening of the implant for the patient. This reported event was not confirmed at this time. The patient is still working with the doctor to determine the next course of action regarding the revision surgery. Subsequent information provided by the patient on 9/10/2015 identified an allergy to some components of the bone cement. There was a confirmed a weak non-vesicular reaction to the na49 methyl methacrylate 2% and ammonium heptamolybdate 2 hdroxyethlymethacrylate. Without the confirmation of the reported event and information found at the revision surgery, a true root cause cannot be determined. Speculating based on the available information and limiting the fault to just the bone cement, the most likely cause for this reported event is an allergic reaction by the patient to the bone cement. The IFU does state that "palacos r + g must not be used in cases of known hypersensitivity of gentamicin or to other constituents of the bone cement."

Event description:
The patient's allergy results were received by zimmer biomet on 09/10/15; there is a confirmed reaction to the acrylates in the bone cement. The patient is planning on being revised and is meeting with the surgeon to discuss her options in about 6 weeks.